Event description:
It was reported that during routine daily checks, the cardiosave intra-aortic balloon pump (iabp) unit was beeping and is not turning off. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated unit and confirmed the issue. Fse replaced the power management pcb, front end pcb and power on/off switch. Fixed the reported fault. Installed the new software. Tested and calibrated the device as per specifications. Performed the electrical safety testing as per (B)(4) standard. Device is working within specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a